Event description:
It was reported that this single chamber implantable cardioverter defibrillator (ICD) delivered anti-tachycardia pacing (atp) and shocks for what could be an atrial driven rhythm. No additional adverse patient effects were reported. This device remains in service.